Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately on (B)(6) 2025 before midnight, the cgm was reading 41 mg/dl and then 47 mg/dl. No bg was taken and patient's spouse could not remember the symptoms the patient had during that time. He brought the patient to the ER and waited for about 1 hour before someone checked on the patient. When the patient's bg was checked manually, it was 172 mg/dl then the second manual bg was 193 mg/dl. He could not recall the cgm reading. The patient was given unspecified medication. They stayed in the ER for two and a half hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.